Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The manufacturer representative reported the patient wanted the system removed so he could have mris. It was also noted that the patient rarely used the stimulator. During the procedure, the lead was damaged; the insulation on the paddle lead came off during surgery and the wire was exposed. The doctor had cut the leads and gently tried to pull to see if the paddle was loose. The insulation stripped off and the doctor was left trying to remove the paddle with exposed wires. The doctor was unable to remove the paddle due to scar tissue. The patient had not consented for a laminectomy, and the doctor chose to leave the paddle in place. The patient's relevant medical history included failed back surgery syndrome.